Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that patient conditions likely contributed to the event. Per the information provided, patient presented degenerative mitral regurgitation (dmr) caused by a very commissural a3 prolapse. Although transcatheter edge to edge (teer) repair can be performed for noncentral dmr, teer for commissure lesion is considered especially challenging due frailty of the commissural tissue, its complex chordal anatomy and or the size of the prolapsed leaflet. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from sweden, a single leaflet device attachment (slda) occurred during a pascal precision ace procedure in mitral position. The patient had degenerative mitral regurgitation (dmr) due to a commissural a3 prolapse. The slda occurred following the release of the first pascal ace device. It was attempted to stabilize the detached device by deploying a second pascal ace device medially, but this resulted in a very tilted slda device. It was considered to use a third device medially to the slda. However, it was decided to abort the procedure due to the risk of device embolization and opt for valve surgery the following day to minimize the patient's risk.